Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called requesting assistance in changing her infusions set. The customer stated that she tried to fill her new reservoir and she couldn't pull the plunger down. The customer also stated that the insulin was leaking down her arm, but she was unable to tell where it came from. No further information was provided.